Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. The customer tested several times, presumably receiving negative results on the first two attempts, and then received a positive result on the third attempt. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "had to figure out on my own to do the test first thing in the morning and/or to do it when my nose was lined with mucus. That¿s not in the instructions. Low and behold, 3rd test on the 5th day of having my own suspicions and I finally get a positive. This is a dangerously unreliable product. Does more harm than good." Eua (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿3rd test was positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. The customer tested several times, presumably receiving negative results on the first two attempts, and then received a positive result on the third attempt. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "had to figure out on my own to do the test first thing in the morning and/or to do it when my nose was lined with mucus. That¿s not in the instructions. Low and behold, 3rd test on the 5th day of having my own suspicions and I finally get a positive. This is a dangerously unreliable product. Does more harm than good. <." Eua (B)(4).